Event description:
The reamer head was destroyed inside the patient during reaming; fresh fracture, not pseudoarthrosis. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The macroscopic assessment revealed several scratches and marks in the canula close to the tip of the reamer. Scratches were possibly caused by the guide wires from different surgeries. Close to the tip at the fracture area dark discoloration was observed. The examination by scanning electron microscope revealed slightly abrasion from the reamer head tip. The fractographic examination by sem revealed a fine dimple structure with primary carbides present on the entire fracture surfaces, typically for a steel of this quality. The dimple structure is an indication of a ductile forced fracture mechanism. Energy dispersive x-ray was performed to investigate the discoloration. Higher amounts of carbon and oxygen, and lower amounts of chromium were detected compared with a reference measurement. It can be assumed that the reamer showed some corrosion due to clinical reprocessing after the fracture. The microstructure of the used material was examined in a cross section and the center area found to be according to the standards. There were no evident irregularities or signs of embrittlement. Close to the fracture surface and cannulation, the grain boundaries were slightly attached, probably due to an intergranular corrosion. Exact cause of intergranular corrosion is undetermined. An intergranular corrosion can take place either by the material itself if a wrong heat treatment was applied or by aggressive cleaning agents together with an insufficient cleaning and rinsing procedure. The determined hardness was according to the drawing, hence it can be assumed that the heat treatment of the steel was performed correctly. The performed investigation could not detect any material faults. The present reamer head broke according to a ductile forced fracture mechanism. The fine dimple structure on the entire fracture surface is a clear indication of a ductile forced fracture. The impact of the local intergranular corrosion of the material could not be worked out as a root cause. The slightly corrosion of the different parts of the reamer head could have been formed after the fracture of the instrument during clinical reprocessing prior to sending the parts for investigation. Indicated by the damaged and blunt appeared edges, it is considered that the reamer head broke due to an instantaneous overloading. One possible reason for the overloading, attempts were made to compensate an insufficient drilling performance by additional force onto the head lead to an unintended overloading. A review of the device history record did not show conditions that could have contributed to the reported event.